Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted the same day as implant because it had moved when the patient was taken to the ICU after implant. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.